Manufacturer narrative:
Additional information was requested and the following was received: the patient demographic info: age, weight, bmi at the time of index procedure - woman in her (B)(4) of normal bmi. What were current symptoms following the index surgical procedure? Onset date? - severe dyspareunia from the day of insertion what is physician¿s opinion as to the etiology of or contributing factors to this event - details unknown - it¿s inconceivable that they left the trocar in place. The initial approach for the index surgical procedure? - vaginal any concurrent procedure/device implantation? - no were there any intra-operative complications? - no describe medical/surgical intervention for exposure including dates and results. - used a vaginal approach to remove the trocar tip. What is the patient's current status? - hasn¿t been followed up.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure in 2011 and mesh was implanted. During the procedure, the mesh sheath detached from the trocar, near the obturator nerve and vessels. The mesh sheath could not be retrieved at that time. Six years after the procedure, the patient underwent partial removal of the sheath and mesh. It was reported that majority of the sheath was able to be removed. The patient is now experiencing apareunia. No additional information has been provided.

Manufacturer narrative:
Date sent to FDA: 9/4/2019.